Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a burn on the c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: usage of a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. The event can be detected/prevented by following the instructions for use (IFU) which state: the detection method is described in the IFU operational manual 3.3 inspection of the endoscope. The prevention method is described in the IFU operational manual 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.